Event description:
Admitted with osteomyelitis. Determined to have a septic r hip hemiarthoplasty with fistulas. Pt had been suffering with an ulcer to the thigh, determined to be communicating. The hardware had been placed in another hospital.